Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported the pt complains of difficulty walking, pain in joint area, and soreness. Pt can't bear weight on hip joint. She saw her surgeon today and was advised to call stryker.